Manufacturer narrative:
Based upon the information provided for investigation, the initial sample run which generated the falsely low result showed no reaction after r2 pipetting which was caused by the sample not being pipetted into the cuvette. Although a specific root cause could not be identified, a pre- analytical issue is assumed to be the cause of the issue. No adverse events were reported.

Event description:
The customer received a questionable c-reactive protein gen.3 (crp) result on their c501 analyzer. The patient's initial crp result was 0.00 mg/l. The result was reported outside the laboratory as <0.6 mg/l. The ward did not believe the result and asked for the sample to be repeated. The repeat result was 115.65 mg/l. The customer considers the repeat result to be correct. The erroneous result had no impact on the treatment of the patient. There were no adverse events. The crp reagent lot number was 648814 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).